Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump was alarming error code 1870 for the 3rd time. Pump was stopped. Caller removed and reinserted batteries before call and pump was stopped. They instructed patient to restart infusion, but she reported it remains on stopped despite hearing 5 beeps when holding the start/stop button down. There was patient involvement and no patient harm/adverse event reported.